Manufacturer narrative:
Supplemental report created due to new information received (B)(6) 2021.

Event description:
The customer reported a failure to alarm for a ventricular tachycardia (vtach) event at their philips information center ix (pic ix).the device was in use on a patient. There was no report of patient or user harm.